Event description:
The manufacturer received information alleging a failure of the internal battery. There is not harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error relating to the charging of the internal battery was observed in the device's downloaded error log. The device's internal battery was replaced to address the issue.